Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used perifix catheter 0.45 x 0.85, 20g s-o without packaging and an epidural cannula of a competitor . The received perifix catheter was taken to a visual inspection. The perifix catheter is shorn off approx. 900 mm away from the catheter beginning. The shorn off area is slanted and shows a smooth structure. The shorn off part with the catheter tip was not handed over by the customer. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Therefore we assume a fault during the application process and we consider the complaint as not confirmed. We exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in taiwan): catheter partially broken in patient. Surgery was performed to remove the piece of broken catheter.